Event description:
Caller reported that pump battery depleted too quickly. There was no adverse impact to the customer¿s blood glucose level as the issue did not lead to a pump shutdown. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.